Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose level was 403 mg/dl. Customer stated they to went to sleep and battery in the insulin pump died and in the morning, replaced the battery and reported high blood glucose as well. Customer had to reset the time and date, and they had also went to the sensor settings it was turned on but the other grayed out and they did not start. Troubleshooting was declined. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was active at time incident. The insulin pump will not be returned for analysis.